Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, the intraocular lens found to be broken. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.9. The product was returned for analysis and the reported complaint was observed. Iol returned pressed down on one post of the lens case base resulting in deformation of one haptic. Solution is dried on the iol. One haptic is bent/deformed and nicked/chipped-rejectable, the other haptic is intact. The optic is intact. We are unable to determine the root cause for the reported complaint "broken iol". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).